Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The 4.0x20mm promus premier stent was advanced through the guide and into a non-bsc guide extension catheter, however the stent got caught on the entry of the catheter and the stent dislodged from the balloon. The device was removed with the stent on the stent delivery system proximal to the balloon. The procedure was completed with another 4.0x20mm promus premier stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device found that the crimped stent was pulled out over the tip. An examination of the balloon found that the balloon had been inflated. There were traces of contrast media inside the balloon. It is noted that if the balloon had been subjected to any positive pressure, then this would compromise the securement of the stent on the balloon. An examination of the crimped stent found that the stent appeared to be compressed in its mid section and the struts were flared and misaligned at one end. No other damage was noted along the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The 4.0x20mm promus premier stent was advanced through the guide and into a non-bsc guide extension catheter, however the stent got caught on the entry of the catheter and the stent dislodged from the balloon. The device was removed with the stent on the stent delivery system proximal to the balloon. The procedure was completed with another 4.0x20mm promus premier stent. No patient complications were reported and the patient status is stable.